Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the patient had their implantable neurostimulator (ins) replaced on (B)(6) 2017. The consumer didn¿t think the surgery was a good idea ¿considering how poor the patient¿s health was,¿ but the doctor said it wasn¿t a big deal. Following surgery, the patient never left the hospital and went straight to hospice. The patient died on (B)(6) 2017 with the death certificate saying ¿parkinsons and pneumonia,¿ but no autopsy records were available. It was noted the consumer didn¿t believe the device was related to the passing, but they didn¿t think the patient should have had the surgery. Relevant medical history includes parkinsons dual and movement disorders.